Event description:
Patient tested on the suspect device with an inr result of 5.1. The patient was sent upstairs for a lab draw and the lab result was 3.2 inr. No treatment alleged. The device was replaced and requested to be returned for evaluation.